Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switching (ams) was observed through merlin.net. The ams episodes are due to competitive atrial pacing since atrial events fell in post-ventricular atrial refractory period (pvarp). The device is programmed in dddr mode with rather long av delays. It was also noted that due to the long av delays, the total atrial refractory period is quite long so many atrial events falls in pvarp and therefore there is competitive atrial pacing pulses delivered. Programming changes were recommended. No patient harm.